Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power was too low on the small battery drive device. It was further determined that the motor was defective on the device. It was further determined that the device failed pretest for check power with test bench, (tick motor type)re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w, check the function with epd (electric pen drive)-console, check compatibility between colibri/small battery drive and colibr ii/ small battery drive ii, check trigger and ecu (electric control unit) function, check switching function, check the oscillation angle, and check the off/osc/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.